Manufacturer narrative:
Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. For information on patient's other ins and related event, see regulatory report # 3004209178-2018-16122. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient had problems programming their adaptive stimulation (as). It was noted they had 4-5 reprogramming sessions because they have had issues controlling their pain in the lower lumbar region. They met with a manufacturer representative (rep) on (B)(6) 2018 for maybe the 5th reprogramming session because their as was "all of a sudden shooting up to 12" instead of the patient's normal number/setting. The rep also "tweaked" and reset the patient's settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.